Event description:
It was reported to philips that the system experienced a restart issue after exiting service mode on a azurion 7 b20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reinstalled the software, reset the system, tested its functionality, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).